Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoid resection. According to the reporter: as the surgeon was taking the superior rectal artery, endo gia fired and seemed to work fine but was unable to pull the knobs back for release. The surgeon had to cut out the stapler and re-control the vessel. A piece of blue plastic seemed to come off of the stapler somewhere. The pt condition is reported as fine. This added about 10 minutes to the case.